Event description:
Report received of air in the tubing distal to the in-line filter. It was reported that the homecare patient was receiving a 3 in 1 tpn, 2500ml over 14 hours, with a one hour taper up and two hour taper down, via a hickman line. The patient primed the set via the pump. An unspecified time after the infusion was initiated, it was noted that there was approximately 4 inches of "empty space" distal to the in-line filter. The patient reportedly completed therapy without repriming the set. There were no reported adverse patient effects. Though requested, no additional information was provided.